Manufacturer narrative:
During the inspection of the sliding lock atraumatic grasper, 33cm double action, dings and scratches were seen throughout the entire unit. Also it was confirmed the articulating jaws hinges are disconnected from the drive shaft. The hinge pin is missing and was not received with the unit. The probable root cause/s could be due to user excessive force and or mishandling. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the grasper came apart and dropped small screw into the patient; however, the piece was retrieved using another instrument.